Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. Check clutch / plunger lever error was found in pump event history log. Reported problem was able to be duplicated during occlusion test. Lead screw and clutches normally worn. Pump is over 9 years old. The root cause of the reported issue was normal wear. Actions were taken to mitigate the reported issue: replaced lead screw, clutch spring, and both clutch halves due to normally worn parts.

Event description:
It was reported that during occlusion pressure test, check clutch/plunger lever alarms was showing. No patient injury was reported.